Event description:
After insertion the doctor attempted to remove the needle and the needle remained in the catheter/adapter assembly. The needle was removed without any difficulties or injury to the pt. The needle and catheter were discarded at the hosp.